Manufacturer narrative:
H10: through follow up communication with livanova field service representative, it was learned that the bubble sensor cushions are deflated: this failure leads to an over sensing of the sensor. In case of bubble sensor triggering false bubble alarms, the pump is stopped by the bubble alarm even if no air is present in the monitored line. In such situations, the alarm can always be cleared/overridden by user, once the line is verified to be free of air, and the perfusion can be easily restarted. Thus, it is unlikely that a false bubble alarm will result in serious injury or death. Therefore, the reported event has been re-assessed as not reportable. The unit is installed since 2020 and an analysis of the complaint database did not reveal further events related to this bubble sensor. A new bubble sensor will be shipped to the customer for the replacement. The issue is a related to silicone oil diffusion through cushions causing false alarms. Investigation revealed that the oil diffusion through cushions is a design problem. The risk of failure has been determined as acceptable.

Event description:
See initial report.

Event description:
Livanova deutschland received a report of a defective bubble sensor during priming. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the bubble sensor. The event occurred in germany. Bubble sensor cannot be repaired. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.